Event description:
It was reported that a patient with a 23mm 3000 aortic valve implanted for 16 years, 9 months underwent a valve-in-valve procedure due to severe regurgitation. The patient presented with nyha functional class 2 heart failure symptoms. A 26mm 9750tfx valve was deployed with great result. The patient tolerated the procedure well and was discharged on pod #1. There was no investigational evidence of premature failure of the device.

Manufacturer narrative:
Based on the new information received, this event is no longer considered reportable. (Serial number), h6 (clinical code, device code, type of investigation, conclusions). The root cause of the event was likely patient related factors and the progression of the underlying valvular disease pathology.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number remains unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 23mm 3000 aortic valve implanted for unknown duration underwent a valve-in-valve procedure due to stenosis and regurgitation. A 26mm 9750tfx valve was deployed with great result.